Manufacturer narrative:
The report of ¿replace battery soon¿ image was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri), end of life (eol), and the device had normal battery depletion.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.